Event description:
Philips received a complaint from the customer reporting various 35v power supply related alarms occurred on the v60 ventilator. The device was in clinical use. The patient was transferred to an alternative ventilator without issue. There was no report of harm.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the power management (pm) printed circuit board assembly (pcba). Further details regarding device diagnostic log and patient impact, were requested but declined by the customer. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.